Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube\no complete fibrosis of left tube') and autoimmune hypothyroidism ('autoimmune: hypothyroidism') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, weight increased, psychological trauma and fatigue outcome was unknown. The reporter considered autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, psychological trauma and weight increased to be related to essure. The reporter commented: per ppf: insertion date: (B)(6) 2012 (discrepancy). No complete fibrosis of left tube. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ perforation: fallopian tubes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse); autoimmune: hypothyroidism, psych injury, fatigue and weight gain¿. Reporter, demographics; essure indication (amended) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.